Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 and seven cubies displayed different failure messages, and a power cycle did not resolve the issue. During recovery, a ¿maintenance required¿ message appeared, the workstation lagged between steps, and two cubie spaces labeled ¿c0¿ showed ¿duplicate address detected.¿ the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) reseated the row board connections on the cubie trays in drawer 2.1 and cleared the pockets out of range error messages. The drawer was tested in hardware test application, and all test results passed successfully. The system functioned as intended after the field service engineer repaired the device.